Manufacturer narrative:
The device was received, and an evaluation is complete.  Evaluation included a visual assessment as well as functional testing.   Evaluation pressed the power key and observed a white screen.  The cause was identified to be a failed input and output board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device, evaluator pressed the power key and observed a white screen. No additional information is available.